Event description:
During an ercp and stone extraction using a balloon and wire guide, it was noticed the balloon could not be removed from over the wire guide. The stone extractor and wire guide were removed as one unit. The physician was unable to reinsert another wire guide, so the procedure was abandoned and rescheduled for another day. The pt is reported to be in good condition and no further complications occurred.